Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 976396- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included acrivastine (benadryl), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ibuprofen, loratadine and ranitidine hydrochloride (zantac). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2015, the patient experienced rash ("rash"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("lower back pain"), formication ("skin crawling"), rash vesicular ("my entire body is going crazy/all I have to do is my skin and boom it gets red, raised") and skin burning sensation ("burning sensation"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and fatigue was resolving, the abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, back pain, formication, rash vesicular and skin burning sensation outcome was unknown and the rash had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, formication, genital haemorrhage, menorrhagia, pelvic pain, rash, rash vesicular, skin burning sensation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: two coils were also noted from the right fallopian tube into the uterine cavity. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events lower abdominal cramping, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 8-apr-2019: social media received. Reporter information were added. Event : skin crawling and my entire body is going crazy/all I have to do is my skin and boom it gets red, raised, and burns were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 976396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included acrivastine (benadryl), ibuprofen, loratadine, obetrol (adderall) and ranitidine hydrochloride (zantac). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2015, the patient experienced rash ("rash"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (b)(62015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and fatigue was resolving, the abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and back pain outcome was unknown and the rash had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: two coils were also noted from the right fallopian tube into the uterine cavity concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events lower abdominal cramping, pelvic pain, abdominal pain most recent follow-up information incorporated above includes:on 16-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: rash, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain, salpingectomy (bilateral removal of fallopian tubes) were added.incidentat the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 976396- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included acrivastine (benadryl), ibuprofen, loratadine, obetrol (adderall) and ranitidine hydrochloride (zantac). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2015, the patient experienced rash ("rash"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and fatigue was resolving, the abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and back pain outcome was unknown and the rash had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: two coils were also noted from the right fallopian tube into the uterine cavity. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events lower abdominal cramping, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 15-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.